Manufacturer narrative:
The device could not be located by the user facility so that an evaluation could be performed. Device could not be located.

Event description:
It was alleged the bed exit is not alarming at the nurse station. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.